Event description:
It was reported that the during therapy, the device was displaying a message that stated "lack of memory". The device was restarted and then displayed a message that stated "unable to read the disk". Therapy was discontinued using this device.

Manufacturer narrative:
Per review of additional information received regarding the alleged event, bd has determined that this MDR was initially reported in error as this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the during therapy, the device was displaying a message that stated "lack of memory". The device was restarted and then displayed a message that stated "unable to read the disk". Therapy was discontinued using this device.